Manufacturer narrative:
The bvi quality assurance department has followed its internal procedures to investigate the complaint. The investigation included a review of current process controls and the DHR. All manufacturing operations were recorded, and all signatures and dates were present. No nonconformities were identified in the manufacturing process for the affected product. A total of four samples were returned from the customer for further review. The evaluation performed confirmed the failure mode alleged by the customer, specifically that the customeyes kit component (part number: 60300500 o.r. Towel, blue) contained lint under the tray. Following the investigation, the root cause of the failure mode has been identified as being related to the component 60300500 o.r. Towel (blue). It was established that when this towel is shaken, it releases a significant amount of lint. Based on this, the most likely root cause is that the lint originated from the component during manufacturing and was subsequently transferred to the kit. It is important to note that the kit contains a label with the following information: "due to the nature of the component materials in this kit, fiber may be present. Precautions should therefore be taken to minimize the risk of lint entering or remaining in the product. The product is intended to be used on a single patient during a single procedure." After a thorough investigation of the complaint, it has been determined that no corrective or preventive actions will be initiated. The issue reported does not indicate a systemic or recurring problem, and no further action will be taken at this time. The complaint has been acknowledged per customer information and added to bvi records. Bvi will continue to monitor feedback from our customers and take appropriate action if an unfavorable trend is observed.

Manufacturer narrative:
Additional information will be provided following investigation conclusion.

Event description:
On (B)(6) 2025, bvi was notified by the customer of an issue related to contamination in a patient's eye. The complaint described complications following surgery with one of bvi's custom eye kit packs, reference #(B)(4). Specifically, lint from the pack was found upon examination in the anterior chamber the day after surgery, requiring a follow-up procedure to remove it. With the information provided to date, it remains unclear whether any health consequences resulted from the lint found in the patient's eye, or what type of procedure was performed to remove the lint. Additionally, the customer did not specify which instrument from the affected kit might have caused the lint to be left inside the pack and transferred into the patient's eye during the surgical procedure. Given the information received to date, we have decided to report this complaint to the competent authorities, as foreign particles left in the eye and left untreated may lead to adverse consequences.